Event description:
During a coronary artery drug eluting stenting treatment procedure that a shaft fracture occurred. The physician was treating a lesion using a 2.75x12mm taxus liberte drug eluting stent. During introduction of the device, the proximal to mid portion of the catheter shaft of the taxus stent delivery system fractured. The physician reported that the fracture occurred before entering the guide cathert and that he was able to withdraw the stent delivery system and exchange it for another. No complications were reported and the patient was reported in stable condition. This product is only ous approved but it is similar to a marketed us device.